Event description:
On 1/16/91 pt was implanted with a seven-hole tubular plate and screws for left great toe fusion. Pt complained of pain in the mtp joint in january 1994. X-ray findings revealed fractured plate. Pt had surgery on 3/18/94 to remove the broken plate and associated screws from left great toe. The plate was broken in three pieces.etiology of the plate fractured is unknown. Physician is unable to determine if this incident is related to a previous incident in may, 1993 when this pt stepped into a hole and fractured a plate implanted in right toe.